Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose with blood glucose of 2.2 mmol/l at the time of the incident. The customer's other blood glucose was 8.1 mmol/l. The caller did not mention how the customer treated. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated despite being low, the pump does not alarm as it should and continues delivering insulin. Troubleshooting was not completed. The reservoir will not be returned for analysis